Event description:
It was reported that the patient presented in clinic for a follow-up feeling lightheaded. Upon review it was noted that the atrial lead exhibited noise leading to oversensing noise and triggering auto mode switch episodes. The noise was replicated in the clinic with minimal arm movement. Programming changes were performed. The patient was in stable condition.